Event description:
Treatment of an unruptured amorphous anterior choroidal aneurysm located in the right ica (internal carotid artery). Dual antiplatelet therapy was given. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, the first pipeline (2.75mm x 14mm) opened too proximally, the second pipeline (3mm x 14mm) prematurely deployed when the sheath slipped requiring a third pipeline, and the third pipeline (3mm x 12mm) narrowed near the proximal end. The third pipeline eventually opened up all the way once the capture coil was pulled through the pipeline. Final dyna CT (computed tomography) showed the third pipeline's proximal end deployed and sandwiched between the vessel wall and the first pipeline. Vasospasm occurred during the procedure and increased the patient's blood pressure. Verapamil was given as treatment. Post procedural angiogram showed and eclipse. It was reported the patient woke up fine post procedure.

Manufacturer narrative:
The device involve in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).